Event description:
The lay user / patient contacted lifescan (lfs) animas alleging that the insulin was pushed out during the load step. The patient did not exhibit any symptoms due to the alleged issue or seek any medical attention. While troubleshooting it was noted that the pump did not recognize the filled cartridge. The product was replaced. The complaint is being reported since no cartridge was detected and there is a prime issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.